Event description:
A discordant falsely depressed potassium (k) patient sample result was obtained on a dimension vista 500 system. The falsely depressed result was reported to the physician(s) who questioned the result. The same sample was reprocessed on the same system and on an alternate dimension vista 500 system. Higher results, considered correct, were obtained. A corrected report was issued. There are no known reports of patient intervention or adverse health consequences due to the falsely depressed potassium (k) result.

Manufacturer narrative:
A united states customer contacted the siemens healthcare diagnostics remote services center (rsc) regarding a falsely depressed potassium (k) patient sample result obtained on a dimension vista 500 system. Siemens healthcare diagnostics headquarters support center (hsc) concluded the investigation of the event. Hsc reviewed the instrument data logs and the information provided by the customer. Quality control (qc) was within expected ranges at the time of the event. No similar events were noted with other patient samples indicating that the instrument and assay were performing acceptably. No systemic product non-conformance was identified with the potassium (k) assay or the dimension vista 500 system. The cause of the event is unknown. The system is fully operational. The device is performing within specifications. No further evaluation is required. .